Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).

Event description:
It was reported that, prior to a procedure, the tip of the cannulated 4.0mm hexagonal screwdriver was noted to be broken in sterile processing. This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that, prior to a procedure, it was noted that the tip of the cannulated 4.0mm hexagonal screwdriver in sterile processice.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records for manufacturing revealed no complaint related issues. Visual inspection of the returned instrument shows that the hex tip has broken off. The break is straight across at the transition from the shaft to tip so that the entire tip is missing and was not returned. The handle is faded and there are small spots of brownish residue on the shaft. This issue was addressed on several prior complaints. As part of the corrective action, the material was changed from 440a stainless steel to 465ph stainless steel and was implemented on shaft (314.05.01) lot numbers 4487955 and 4480644. The shaft on this complaint is lot number 4139719 and was produced in september 2000 prior to implementation of the corrective action. This complaint is valid and an internal corrective action has been opened to address the root cause of this issue.